Event description:
Roughly an 8cm slice was found in the outer packaging of the extremity drape with armboard cover. The slice did not reach the inner sterile product. Device was set aside, not used. Did not reach a patient.